Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported right side 2 oval nodules, hypoechoic focus on right, compatible with lymph node, and lymphatic nodules 1mm by 3.4mm. The device has been explanted.

Event description:
Healthcare professional reported right side 2 oval nodules, hypoechoic focus on right, compatible with lymph node, and lymphatic nodules 1mm by 3.4mm. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, h6. Photo analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.